Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a different system implanted on (B)(6) 2018 and the medtronic system was no longer effective, ¿all of the brains for it were gone¿. The patient also reported that ¿something¿ was removed during the implant of the other system and they inquired what to do with the external equipment. There were no further complications reported or anticipated.